Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity as well as emitted beeping tones. This device will be explanted and returned for analysis. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient refused a device replacement and is following up with his cardiologist. Should additional information become available this investigation will be updated.